Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a channel error. No patient involvement.

Manufacturer narrative:
Additional information: h2, h10 (investigation results). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/12/2013 to the present date 12/10/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
The customer reported a channel error. No patient involvement.